Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. Logs were reviewed and found that the user was in navigate task and no other information regarding instrument being navigated was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when in navigation, the display of the monitor went black when switching the instrument tracker from the registration probe to the straight suction. A manufacturer representative confirmed that the entire screen went black, not just the navigation panes. The display would show the normal navigation screen when the straight suction was brought into the field. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.